Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, complete lead was returned intact and not severed. The insulation damage allegation was confirmed based on the observation of a puncture hole in the insulation in the tip region of the lead, consistent with a backloaded guidewire escaping the lumen.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to an unknown product performance anomaly. The lead was never in service. Additional information was received that the lead perforated the insulation as the wire straighten the spiral, it perforated the insulation near the four distal electrodes. The lead was returned to the laboratory and was analyzed. No adverse patient effects were reported.